Manufacturer narrative:
Device was evaluated by the hospital. Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported by service report that the stryker field tech dropped off a cpu board to the hospital for repairs needed on a bed. No patient involvement or adverse consequences were reported.